Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the contact inside the interface was deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to deformation of the contact inside the interface. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed no image, and the monitor showed a blackout. The issue occurred during setup. There was no patient involvement.